Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76 year-old female patient life-flighted to hospital in cardiogenic shock. Implanted with impella cp via the right femoral artery. The following morning, hemolysis was noted. Pump was repositioned and urine cleared. Patient recovered and impella cp was explanted.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
D4. Serial corrected.

Manufacturer narrative:
Additional information was added in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating, "cp placed emergently for ami/cgs pt. Hemolysis noted this morning by staff and physician. Decision made to reposition pump with echo and wean to explant as patient tolerates. Pt successfully weaned and explanted this afternoon."

Manufacturer narrative:
Updated information: d4 UDI number updated.